Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and it was found that the inflation eye met our internal specification. A subsequent investigation showed a strong correlation of a low rubberized layer in combination with high x-sectional ratio as a primary contributor to the collapsed lumen failure during usage by the user. A potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that the catheter balloon was difficult to deflate on the day of use. An additional 6ml of water was injected and the catheter shaft was cut, but failed to deflate the balloon. Eventually a urologist removed the catheter by percutaneous puncture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day of use. An additional 6ml of water was injected and the catheter shaft was cut, but failed to deflate the balloon, eventually a urologist removed the catheter by percutaneous puncture.